Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that he was connected during the manual prime. The customer's blood glucose reading was 155 mg/dl. The customer may have delivered 50-60 units of insulin into his body. The customer was advised to seek medical attention to prevent a possible hypoglycemic event. The customer's son stated that he was going to take the customer to the hospital for treatment. The customer later called back and stated that an alarm occurred when he was priming the insulin pump. Nothing further was reported.